Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that during use of the command 14 guide wire with a non-abbott microcatheter, there was resistance between the devices and they had to be removed together. Outside the anatomy it was noted that the command guide wire became 'stripped' [peeled]; however, cannot confirm if any fragments were left in the anatomy as it could not be seen. There was a delay in the procedure, but no harm was reported. No additional information was provided.

Event description:
Subsequent, to the initial filed report it was noted that a clinically significant delay occurred during the original procedure. Thrombosis was noted via angiogram; however, the decision was made to wait to see if the patient recovered arterial flow. The patient required amputation in another procedure as pain and toe necrosis became worse. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to difficulty advancing and removing a guide catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire which likely led to the reported peeling/ stripped of the guide wire. The patient effects of thrombosis and infection are listed in the hi-torque command guide wire instructions for use (IFU), adverse events section as a possible adverse events of use of the device. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. B2: correction to outcomes attributed to ae, removed "other serious". H6: correction health effect - impact code 4614 was removed.